Event description:
It was reported to philips, that the device displayed an error operational check failing. The customer requested, that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed, that it was a user error. The fse guided and re-trained the user through the correct procedure. No replacement parts required. The device successfully passed all required testing. The device remains at the customer site. No further actions were taken and none are warranted.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device displayed an error. There was no reported patient involvement.